Event description:
The pt underwent a bilateral breast augmentation in 1981 and has done very satisfactorily until recently she has noticed a change in texture and shape of the prosthesis on the left. MRI showed that there was a ruptured implant on the left, but not on the right. It was advised by the MFR's to remove both implants. Ruptured left breast implant and capsule formation on the right. Removal of ruptured implant on the left including the capsule and insertion of a saline-filled prosthesis on the left and removal of the intact prosthesis on the right with surrounding capsule and insertion of a saline-filled prosthesis on the right.